Event description:
The patient underwent generator replacement surgery. The explant facility does not return explants. No additional relevant information has been received to date.

Event description:
The patient reported that she has been experiencing an increase in seizures. Follow up with the physician indicated that no additional information was available as the patient did not show for her recent appointment and the physician was unaware of the increased seizures. No additional relevant information has been received to date.